Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56 mm evoque procedure in tricuspid position. The evoque valve was explanted post operative day four (pod 4) after the anchors were not positioned exactly at the hinge points prior to final valve release resulting in a posterior-septal paravalvular leak (pvl), graded 2 plus, located proximity to the right ventricular lead and the posteroseptal commissure. The procedure was performed via left femoral venous access, selected to achieve adequate implant height. Although valve deployment and release were reported as uneventful, the valve was implanted in an anterior and lateral position approximately 12 mm below the annular hinge points. This lateral positioning and septal trajectory were accepted due to the left-sided access anatomical considerations. Anchor leaflet capture was confirmed during anchor spin; however, the anchors were not positioned exactly at the hinge points prior to final valve release. There was poor image quality for final anterior assessment due to horizontal heart axis and the presence of a prior tavr. Post-deployment, a posterior-septal paravalvular leak (pvl), graded 2 plus, was identified in proximity to the right ventricular lead and the posteroseptal commissure. No central regurgitation was reported. Patient was in stable condition post-procedure. As per the latest information received, the evoque valve was explanted and received artificial heart valve during a minimally invasive cardiac (mic) surgery performed on pod 4. Patient was stable and was moved to ward station.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.